Event description:
It was reported that a faradrive steerable sheath during procedure while a 20-pole catheter was in the sheath and placed in the right atrium. Air entrapment and a backflow leak was noted. The procedure was completed with another of the same device. The sheath was discarded at facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.